Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was observed to have moisture behind the display lens. The pump was unable to power on. Further performance testing was unable to be completed. A leak test was performed and the display lens was found to be leaking. The pump was opened and moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011 it was reported the pump date/time reset to factory settings. The patient was able to set the date/time to the correct settings. There was no adverse event associated with this issue.